Event description:
It is reported that the patient was revised after having renewed pain and dysfunction in his right hip.

Manufacturer narrative:
No devices or photos were received; therefore, the condition of the components is unknown. The part and lot numbers of the products are unknown; therefore the manufacturing records, complaint history could not be for devices) reviewed. It could not be confirmed if the devices were used in a approved and compatible combination. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided. The reported warsaw design controlled devices are used for treatment.

Manufacturer narrative:
Concomitant medical products: catalog #00620205621, tm moduluar cup, lot #60912520; catalog #00784803201, m/l taper kinectiv neck, lot #60909944; catalog #00630505636, trilogy crosslinked polyethylene liner, lot #61121970 - manufactured by (B)(4); catalog #00801803602, versys hip system femoral head, lot #61281393 - manufactured by (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported a patient underwent a 2 stage revision. The first revsion took place on (B)(6) 2014, the date of the second revision is unknown.

Manufacturer narrative:
This receipt will be amended when our investigation is complete.